Event description:
It was reported the patient experienced a loss of stimulation after the patient had fallen. The patient was seen by a physician. Impedance measurements revealed the electrode was broken. The lead was replaced. The patient was fine after replacement.